Manufacturer narrative:
Correction: for missing explant date d6b.

Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed noise oversensing leading to pacing inhibition and failure to capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and noise were confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Final analysis found that the insulation was abraded at 17.1 cm, 26.2 cm, 26.9 cm, 37.5 cm, and 35.9 cm from the distal tip. The abrasions were due to the inner coil being exposed at the abrasion zone.

Event description:
It was reported that the patient presented in clinic due to dizziness. Device interrogation revealed noise oversensing leading to pacing inhibition and failure to capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 and h6 should have been dizziness not syncope.